Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump only gave a fourth or third of the insulin and then stopped the insulin pump. The customer also reported that the insulin pump had an insulin pump error alarm and they were able to clear it and rewind the insulin pump. The insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.